Manufacturer narrative:
The reported issue of the autopulse displayed ua45 (not at "home" position after power-on/restart) error message was confirmed through functional testing and in the archive review. The drive shaft was rotated to home position to resolve the issue. Visual inspection was performed and found both of the head restraint wires were cut off and the clutch was sticky. Archive review showed multiple ua45 error messages at the reported event date. Initial functional testing failed due to ua45 error message upon powering up the device. The issue was due to the drive shaft was not in the "home position ". The drive shaft was rotated back to its home position to remedy the fault. In addition, unrelated to the reported complaint, clutch deburring was performed to remedy the sticky clutch issue. The top cover was replaced to remedy the damage head restraint. Following the service and repair, the autopulse passed the final functional testing. Historical complaints were reviewed and one previous related complaint (B)(4) was reported for this autopulse platform (s/n: (B)(4)) for the same user advisory (ua) 45 ((not at "home" position after power-on/restart)) error message. Ua45 error message was confirmed during archive review and functional testing for (B)(4). The drive shaft was rotated back to "home position "to remedy the issue. The autopulse passed the functional testing with no issue or faults observed.

Event description:
As reported the autopulse displayed ua45 (not at "home" position after power-on/restart) error code during shift check. The customer changed the lifeband and the battery and reset the platform but the error code would not cleared. No patient involvement was reported on this issue.